Manufacturer narrative:
The investigation of the complaint and returned device is still pending. Test method, results and conclusions will be provided in a follow up MDR.

Event description:
Peripherally inserted catheter was placed for 1 week on a newborn with tpn infusion. The catheter came apart where it meets the wings. It was retrieved before migration occurred. There was no harm or blood loss to the baby.